Event description:
It was reported that a spectrum iq pump had an occlusion but did not alarm during therapy in the intensive care unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the device was tested for upstream and downstream occlusion detection and it was able to properly detect for both. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A review of the event history log for the reported event date shows the user experienced two upstream occlusion alarms and a single downstream occlusion alarm but the user did not indicate if the observed occlusion was upstream or downstream. Based on inspection results there was no device malfunction identified and no correction is required. It cannot be determined through the log if the user contributed to the event. There is currently an open field action (fa-2021-056) associated with reinforcing proper intravenous (IV) line setup and detection of upstream occlusion for spectrum pumps. Should additional relevant information become available, a supplemental report will be submitted.